Event description:
It was reported that the patient pulled out mpu from wall while attached when he was in a hurry and needed to vomit. There were no symptoms or treatment done. The customer reeducated patient on proper use of equipment the cause for the elevated pump power and pi events identified as patient being quite ill and was admitted for sepsis so likely related to infectious process. No vad related symptoms or treatments were done.

Event description:
The cause for reported sepsis was legionella pneumonia and elevated lactate dehydrogenase level was thought to be related to infectious process. The patient was given antibiotics; patient now stable at home. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported infection could not conclusively be established. It was communicated that the cause for the reported sepsis and elevated ldh was noted to be legionella pneumonia. The elevated ldh was thought to be related to the infectious process. The patient was treated with antibiotics and currently stable at home. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The mobile power unit no external power event is reported under MFR # 2916596-2019-04776. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient admitted for sepsis, and had sharp rise in lactate dehydrogenase (ldh) (>2000, baseline 300s). No further information was provided.